Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. Initial reporter is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in the united states. No device malfunction was noted in the user report; it is unknown if any malfunction of the involved device has occurred. The report did not provide any information on the device or other identifying information for the reporting facility, therefore no follow-up communication and no investigation could be performed. A review of existing complaints was unable to identify an existing complaint that fit the description and dates contained within the medwatch report. Device not returned.

Event description:
On (B)(6) 2018, livanova (B)(4) received a user medwatch report (5075037) which indicated a patient developed fever and resp failure. Blood cultures were found to be positive for mycobacterium avium complex.